Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that within eight days post implant the right atrium (ra) lead dislodged during coronary artery bypass graft surgery. The ra lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.